Event description:
According to the reporter, the evening post-operative of a laparoscopic roux-n-y gastric bypass where the device was used during the gastrojejunostomy (gj) on the second firing of the pouch, the patient was moved to the intensive care unit (ICU) due to bleeding from corner of the gastrojejunostomy staple line. It was stated that there was poor staple formation. The staples did not form completely. The surgeon ended up doing an ICU endoscopy clip on the corner to stop the bleeding. The patient¿s hospital stay was extended. The patient stayed in the ICU for 7 days. It was stated that during the initial procedure, the staple line was examined and there was no known bleeding during procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.